Event description:
It was reported that approximately seven months after a remote monitoring transmission for the device showed a battery voltage of 2.61 and a 16 month estimated remaining longevity, that at a clinic check the device battery voltage had decreased to 2.34 volts and the battery impedance had increased significantly. It was noted that the leads had within normal limit and steady performance trends. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.